Event description:
The customer reported that the 9800 system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. A cable and circuit board were reseated. The system operates as intended.